Manufacturer narrative:
Occupation is lay user/patient. The customer's meter and strips were requested for return. The reporter's meter and one test strip was provided for investigation where they were tested using a retention strip and retention controls. Testing results (qc range = 2.5 - 3.7 inr): returned strip: qc 1: 3.0 inr. Retention strips: qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. No information was provided in the complaint case that would point to a cause for the result discrepancy. The result alleged by the customer was observed in the meter¿s patient result memory on a date of (B)(6) 2019 not (B)(6) 2019 as alleged by the customer. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin reagent. The result from the meter at 8:15 a.m. Was 3.0 inr. The result from the laboratory at 10:00 a.m. Was 1.8 inr. The patient's therapeutic range was 2.0 - 2.3 inr.